Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, broken striated on radius side assessed, as surgical damage. Additional observations: crease fold observed, wear abrasion observed. No further actions are required, as the device was implanted.

Event description:
Patient reported right-side "leaking". Healthcare professional confirmed right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Correction to pervious g.3.: g.3., aware date, of supplemental mw 1 should have been listed as (B)(6)2023.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported right-side "leaking". Healthcare professional confirmed right side deflation. Device remains implanted.